Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37791, lot#/serial# unknown, product type recharger product ID 97714 lot#/serial# (B)(6), implanted: (B)(6) 2016, product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was the manufacturing representative (rep) said she thinks patient is in overdischarge, rep can't connect to the implant with the tablet. Patient couldn't recharge since 3 months ago. Patient said she's always had trouble but it became more difficult 4-5 months ago. Ts reviewed how to start physician recharge mode. Pocket site appear to be normal. Troubleshooting was not required. The issue was not resolved through troubleshooting. Rep will also assess patient's equipment to see if perhaps that was the cause of patient not able to recharge. Rep has extra recharger to try.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patient had difficulty getting coupling bars (sometimes the pt would get 2-6 bars, but over time, number of bars became less and less) on their recharger when charging their implanted neurostimulator(ins). The pt had tried repositioning antenna and got more bars by repositioning antenna, but 15 minutes later, the number of coupling bars decreased again. Then, since about a month ago, the pt could not get any coupling bars on their recharger and could not charge both of their implants because of coupling bars issue. The pt had anticipated meeting a manufacturer representative (rep) at their doctor's office today, but the rep was not present. Pt said they were unable to establish connection with either of their implants with their pt programmer. Pt got the poor communication screen on their pt programmer and the reposition the antenna screen on their recharger. The patient was informed they may be in an over-discharged state and an email was sent to the repair department to replace the recharger antenna. The patient called back and said they got the replacement antenna but the issue is still happening. They were redirected to their healthcare provider (hcp). Additional information was received from the patient reporting that the replacement device did not resolve the communication issue, they reported they spoke with somebody in patient services (pss) who would not attempt to help them further. It was not confirmed if their implant was overdischarged, just assumed. The patient added that their newer model of stimulator was not as good as their old one, it was always difficult to charge. They mentioned they discussed a 'reboot' or hard boot with their manufacturer representative (rep), but have not heard back from the rep. According to the patient, patient services (pss) said there was nothing more that could be done, and so the patient said they "will have to have surgery to remove the useless stimulators".

Manufacturer narrative:
This regulatory report pertains to the same event reported in regulatory report # 3004209178-2021-17521. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) stated both implantable neurostimulators (ins) were overdischarged and they sent the pt home to continue physician recharge mode(s) as the first one was not successful. The rep stated after the third session, patient was able to resume normal charging with both ins and is seeing por message. It was reviewed that until pors are cleared, patient should be instructed not to turn ins on to avoid overstimulation. The rep was going to call patient and see when they could meet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.